Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture 10aug2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer slide rail was broken. A field service engineer fse found that the smart half height drawer 41 rails were failing due to a damaged bearing cage causing the bearings to fall out of the rails. The drawer assembly was replaced the drawer firmware was updated and the drawer was configured in the station application. The drawer was then tested in the hardware test application and confirmed to be working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the main drawer 4.2 had a broken slide, as it could not be closed without wiggling it around to keep it closed, and it also had difficulty opening, which located on amc1olyed1. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.